Manufacturer narrative:
The cellex photopheresis kit ("kit"), smart card, and photographs were returned for investigation. A review of the data recorded on the smart card verified approximately 1520 ml of whole blood was processed when an alarm #7: blood leak (centrifuge chamber) alarm occurred and the treatment was aborted. The customer provided photographs verify the drive tube leak as a blood leak can be seen on the lower overmold of the drive tube, and on the centrifuge chamber walls. The received kit was intact and examination of the drive tube found no obvious manufacturing defects. The drive tube was pressure tested to check for leaks. The pressure test verified a leak on the drive tube at the lower drive tube overmold. A material trace of the drive tubes used to build kit lot h230 did not find any non-conformances. A device history record review did not identify any related nonconformances and this kit lot had passed all lot release testing. The drive tube leak was verified based on testing of the received kit; however, the root cause for the leak could not be determined based on the available information. No further action is required at this time. This investigation is now complete. Mc: (B)(4). P.t. (B)(6) 2019.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot h230 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot h230 for the reported issue shows no trends. Trends were reviewed for complaint categories, drive tube leak/break and alarm #7: blood leak (centrifuge chamber). No trends were detected for each complaint category. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the returned kit and photographs is still in progress. A supplemental report will be filed when the analysis is complete. (B)(4).

Event description:
The customer contacted mallinckrodt to report they experienced a drive tube leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported approximately 1500 ml of whole blood was processed and an alarm #7: blood leak (centrifuge chamber) alarm was received. The customer inspected the centrifuge chamber for leaks and found a leak coming from the drive tube. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer stated the patient was stable. The customer has returned the complaint kit and photographs for investigation.